Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer receive failed battery and battery out limit. Customer's blood glucose was 238mg/dl at time of incident. Customer advised to monitor the pump and insulin pump will not be return for analysis.